Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation at nominal atmospheres, the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was both contrast and blood in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 18mm from the tip of the device, the balloon had a pinhole.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation at nominal atmospheres, the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.